Manufacturer narrative:
The device was not returned for evaluation however, a device history review was conducted and there is nothing in the product history record that would indicate that the devices were released with any non-conformances that would contribute to the subject complaint.

Event description:
On (B)(6) 2025 a 76-year-old male patient with a history of afib and mitral regurgitation underwent an mvr via median sternotomy with posterior wall encircling ablation. Previously unrecognized amyloid scarring was present along the dome of the atrium. During the radiofrequency (rf) ablation, an atrial injury occurred. The injury proved irreparable, and the patient expired.